Event description:
The patient had a neurostimulator surgically implanted by her physician. After two weeks it had to be removed. The patient still has the patient programmer, charging system, and carry bag. No follow up is possible. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).